Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle rear cannula broke. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the rear cannula end is broken.

Manufacturer narrative:
H.6. Investigation summary the customer returned (1) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Bd was unable to perform DHR check for cannula broken (npe) due to unknown lot number. Based on the sample received the investigation concluded conformation bd was able to confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time

Event description:
It was reported that unspecified bd¿ pen needle rear cannula broke. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the rear cannula end is broken.